Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign: (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported the device is unable to harvest skin properly. Someone tried to adjust the 2 side screws, see slot damage to them and probably changed the alignment. Event occurred during surgery. No harm and no delay. No additional information available.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Reported issue: on january 29, 2020, it was reported that the device is unable to harvest skin properly. The customer returned an air dermatome device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the air dermatome by zimmer biomet taiwan on february 14, 2020 revealed the depth bar adjustment was jammed. It was confirmed that the device was tampered with by a third party. The depth bar center adjustment screws were covered with silicon and side screws were damaged. Repair of the air dermatome was performed by zimmer biomet taiwan on february 14, 2020 which included replacement of the motor, bearing pack, o-ring, seal, reciprocating arm, external e-ring, machined head, and fine adjustment cam. Air dermatome, serial number (B)(6), was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet taiwan, it was noted that the depth bar adjustment was jammed. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.